Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an atrial tachy response (atr) episode that occurred at the end of a manual threshold test. This resulted in pacing inhibition of greater than 3 seconds. The atr episode started in the beginning of february and technical services suspects the observation seen was the fact that the episode was still in progress. This crt-d device remains in service. No adverse patient effects were reported.